Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses, which were visible on telemetry. It was also reported that the right ventricular (rv) lead exhibited noise. It was also reported that the rv lead exhibited elevated thresholds. The rv lead was re-programmed and remains in use. No further patient complications have been reported as a result of this event.